Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive detachment of infusion sets due to which faced hyperglycemia event on (B)(6)2025. The blood glucose level was 540 mg/dl at the time of event and the patient got treated with multiple daily injections (mdi). Patient experienced the symptoms of nausea, vomiting and small ketone readings. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.